Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion procedure. It was reported that the tip of a screwdriver broke while the surgeon was advancing screws due to very sclerotic bone. It was confirmed that no fragments of the instrument remained in the patient. There were no patient symptoms, complications, or additional treatments or surgeries required as a result of this event.

Manufacturer narrative:
H3: product analysis of part# 5484823, lot# rs20h023 visual and optical inspection confirmed the tip of the driver has broken. The damage to the driver tip is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.